Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 54 - hal software error, pump error 3 - the main arm cannot communicate with the motor arm, and a pump error 63 - hardware low-level failures on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test. The pump failed the self test. Test p-cap locked properly into the reservoir compartment. No pump error 54 and pump error 3 alarms were noted during testing. Pump error 63 alarmed during the self test. Successfully downloaded pump history files and traces using thus software. Pump alarmed pump error 63 alarm (variable #: 3) on 02/28/2023 at 22:37:20.000 due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. . Pump alarmed a pump error 54 alarm (file number: (B)(4), line number: 1421, esf #: (B)(4) ) on 02/27/2023 at 23:53:11.000 due to a possible software defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Pump alarmed a pump error 3 on 02/27/2023 at 23:53:13.000. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, and moisture damage on the force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, label damage, keypad overlay texture damage, corroded battery tube, and corroded battery tube spring. Pump error 54 was confirmed in the pump history files and traces due to a software defect. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 54. Pump error 63 was confirmed during testing and in the pump history files and traces due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.